Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent hysterectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain chronic"), genital haemorrhage ("abnormal bleeding(general)") and haematosalpinx ("left fallopian tube with focal peritubal hemorrhage/right fallopian tube-benign fallopian tube with peritumoral hemorrhage") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stones. Concomitant products included levothyroxine sodium (synthroid). In march 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced haematosalpinx (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines"), headache ("headaches"), adnexa uteri cyst ("paratubal cyst") and cervicitis ("chronic cervicitis"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy) and surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, haematosalpinx, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, fatigue, migraine, vaginal discharge, adnexa uteri cyst and cervicitis outcome was unknown and the genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia and headache had resolved. The reporter considered abdominal pain, adnexa uteri cyst, back pain, bladder disorder, cervicitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haematosalpinx, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unspecified date essure confirmation test done most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal bleeding(general), menorrhagia, apareunia, bladder problems, urinary problems, dental problems, fatigue, migraines, headaches, vaginal discharge, fallopian tube haemorrhage, paratubal cyst, chronic cervicitis added. Reporters,events outcome,concurrent condition added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.